Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a plif at l4/5 for spondylolytic spondylolisthesis using mast technique. While the surgeon implanted a rod at left side l4 and l5, the rod could go through the head of the pedicle screw at l5. The procedure was changed to open procedure.